Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device provided an occlusion error resulting in elevated blood glucose levels. The patient went to the hospital in the morning on (B)(6) 2022. The patient's blood glucose result was 340 mg/dl and he experienced symptoms of abdominal pain, dizziness, vomiting, and was diagnosed with ketoacidosis. In the hospital, the patient was treated with insulin administration and stayed on a drop. The patient was currently still in the hospital. The patient was using an expired insulin cartridge and infusion set and was advised of the proper procedure.